Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2018 during device change out a shock to check the lead integrity was preformed and the shock was aborted due to low hv lead impedance. The lead was then capped and replaced. Patient was stable during and after the procedure.

Event description:
New information notes that during elective device replacement, irregular high voltage impedance from the rv coil to the svc was noted. There was evidence of insulation breach and the device would not deliver a commanded shock due to the low impedance. The device was interrogated to be functioning properly. A new lead was placed in the right heart and the rv lead was capped. The patient tolerated the procedure well and there were no complications.

Event description:
New information notes that in addition to low high voltage impedance, an extrusion was observed on chest x-ray on this right ventricular (rv) lead. The capped rv lead was explanted (B)(6) 2024. The patient was stable.